Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) with blood glucose level of 381 mg/dl. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer was in emergency room as a result of high blood glucose. Customer was wearing the insulin pump at time of hospitalization. The displacement test was performed. The insulin pump passed test. The insulin pump will not be returned for analysis.